Event description:
The device was used during a low anterior resection. Reportedly, during firing a cracking sound was heard. When the jaws was opened, a metal piece fell into the pt that was retrieved. No pt injury was reported.